Event description:
It was reported that there was a spot on the display of the patient's blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).